Event description:
It was reported that 117 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a target vessel reintervention (tvr). The target lesion was locatd in the distal left main (lm) coronary artery. The physician predilated the lesion with a 4.0 x 11mm nc stormer balloon inflated to 22 atmospheres for 12 seconds. Then the physician placed a launcher 8 french jl 5.o mm guide catheter. A 3.5 x 8 mm taxus express2 drug eluting stent was deployed at 18 atmospheres for 2 seconds in the distal left main artery. The pt presentd 117 days after the original intervention with a 50% in-stent restenosis of the lm. The physician placed a launcher 8 french jl 5.0mm guide catheter. The lesion was predilated using a 4.0x16mm nc stomer balloon. A 3.50x16mm taxus express2 drug eluting stent was deployed at 24 atmospheres for 20 seconds. The lesion was post dilated using a nc stormer 3.5 x 16 mm t 22 athmospheres for 20 secnds, and 24 atmospheres for 10 seconds. The physician then treated the proximal left anterior descending (lad) and the proximal circumflex with a kissing balloon technique using a nc stormer balloon 3.5 x 16mm and a maverick 1.5x20mm balloon. Both were inflated to 18 atmospheres for 20 seconds. The procedure was completed and pt tolerated well.